Manufacturer narrative:
Additional information: patient identifier and weight updated. Correction: (B)(4).

Manufacturer narrative:
Patient identifier and weight not available from the site. A medtronic representative went to the site to test the equipment. The representative installed a newer version of cranial software. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that when attempting to load an exam it displayed an incomplete transfer. The site could not see the patient in the folder afterwards there was no reported impact on patient outcome. There was a reported delay to the procedure of more than 1 hour due to this issue.